Manufacturer narrative:
Two portex® endotracheal tubes were returned for analysis in used condition. No visual discrepancies were observed upon visual inspection. The returned samples were inflated using a syringe; difficulty was met when attempting to inflate and deflate one of the samples where no discrepancies were found in the other. Scissors were then used to cut the defective sample; noting occlusion at the insertion of the inflation line of the tube. Relevant documents were reviewed and deemed adequate. An audit of the production floor was performed reviewing training records and polar tracheal tube - bell out - pressure decay test; production personal are following procedures. Verification of tetrahydrofuran (thf) levels was performed with no discrepancies. The manufacturing process was reviewed by taking (B)(6) samples to look at the tracheal inflation line and leak tests; no discrepancies were observed. The failure mode was attempted to be reproduced by taking 10 pieces with the tank of the thf filled at full level (not follow procedure); two pieces were observed to be occluded. Based on the evidence the complaint was confirmed. The root cause is from manufacturing with most probable causes being excess of thf in the insertion of the inflation line to tube due to high levels of thf in the tank or lack of detection by production personnel who performs the inflation line insertion operation.

Event description:
Information was received indicating that the cuff to a smiths medical portex® endotracheal tube was difficult to inflate and could not be released. It was reported that this could be a risk to the patient's vocal cords. The tube was exchanged out and returned for analysis.